Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a unipolar ventricular lead (implanted since 2000) was connected to the subject pacemaker on (B)(6) 2020. It was observed during the first check following device implantation that a ventricular lead impedance of 2866 ohms was measured in bipolar configuration, and the sensing configuration was consequently programmed in bipolar, whereas the lead is unipolar. Unipolar pacing configuration had been programmed at the end of the automatic implantation procedure.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a unipolar ventricular lead (implanted since 2000) was connected to the subject pacemaker on (B)(6) 2020. It was observed during the first check following device implantation that a ventricular lead impedance of 2866 ohms was measured in bipolar configuration, and the sensing configuration was consequently programmed in bipolar, whereas the lead is unipolar. Unipolar pacing configuration had been programmed at the end of the automatic implantation procedure.